Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient sought medical attention at the hospital due to very high blood glucose levels, exceeding 400 mg/dl. She is still at the hospital and has not been discharged yet. The patient did not receive any messages or alarms on her omnipod 5 app. She is familiar with the pink slide on the pod, which moved forward, and confirmed that the pod cannula was inserted into the skin during wear. There was no redness, swelling, or insulin leakage at the pod site, and the cannula looked normal when removed. The patient's mother noticed the high blood glucose levels and rushed her to the hospital. During the emergency, the patient had to use two pods to bring her blood glucose levels down. The diagnosis and treatment are ongoing at the hospital. The pod was worn between 4 and 24 hours on the abdomen.